Manufacturer narrative:
The evaluation of the left ventricular assist system (lvas) confirmed the presence of thrombus within the pump. The pump was returned assembled with the driveline severed approximately 11.5 inches from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The outflow graft was not returned. The outlet elbow was returned attached to the pump¿s outlet port. A red deposition was observed surrounding the bearing ball in the outlet stator, partially occluding all 3 stator vanes. The deposition contained areas of denaturation, suggesting that this deposition was present for an indeterminate duration while the pump was supporting the patient. Although the origin of the deposition and the duration for which it was present within the device could not be conclusively determined, it could have contributed to the reported clinical signs of hemolysis or the power elevation observed in the submitted log file. The remainder of the blood-contacting surfaces did not reveal evidence of developed depositions or thrombus formations that would have contributed to the reported event. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 23 days.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient showed clinical signs of hemolysis. Technical service reviewed the log file submitted which contained no unusual events. Ramp echocardiogram performed on (B)(6) 2017 showed the aortic valve (av) remained closed at all speeds, mild aortic insufficiency (ai) at all speeds, and the left ventricle (lv) decompresses appropriately with increased speed with increased right to left shift of the interventricular septum. Lv ejection fraction appeared decreased severely at 15-20%. Left ventricular size appeared normal. Left ventricular end-diastolic dimension (lvedd) was 4.5 cm. Normal wall thickness was observed. No thrombus was present. No mass was present. There was no obvious lv thrombus. The outflow graft was visualized along the right sternal border without obvious evidence of thrombus. There was laminar flow through the inflow and outflow grafts. There was no doppler evidence of obstruction of the inflow and outflow cannulas. A CT performed on (B)(6) 2017 showed inflow cannula was in good position, no thrombus visible in the cannula or in the apex of the left ventricle, no thrombus or filling defect in the pump housing, no kinking or thrombus in the outflow graft, and no left atrium (la) appendage or aortic root thrombus. No driveline abnormality consistent with infection was seen. Lv appeared very decompressed. The patient was treated with a high-intensity heparin infusion, aspirin 325 mg and persantine 75 mg. On (B)(6) 2017, it was reported that the patient's lactate dehydrogenase (ldh) was stable in the 600-700 u/l range, plasma free hemoglobin less than 10 g/dl. There were no signs of significant pump dysfunction or decompensated heart failure. The patient's vital signs were stable with normal renal/liver function. The patient received a pump exchange on (B)(6) 2017. No additional information was provided.